Manufacturer narrative:
Updated information in section h6 (investigation findings) and h6 (investigations conclusions). Added information to section e1 (telephone number): (B)(6). H11. Additional manufacturer narrative: the device was not returned for evaluation as it remained implanted after the valve-in-valve procedure, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve additional information were unsuccessful. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H11. Additional manufacturer narrative: the viv date was known as "2018". Therefore, (B)(6) 2018 is being used to calculate the minimum implant duration. The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from australia, a patient with a 3300tfx21mm valve implanted in aortic position underwent a valve-in-valve (viv) intervention after an implant duration of approximately four (4) years and two (2) months for unknown reasons. A 23mm non-edwards transcatheter valve was implanted within the edwards surgical valve.